Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00273 thru 3012447612-2019-00277.

Event description:
It was reported that the tips of four drivers broke while removing screws that had been implanted for about 12 years. There was fusion present at the initial site which made the removal difficult. Subsequently, the last screw could not be removed. This is report five of five for this event.

Manufacturer narrative:
No changes are being made from the initial report. Additional information: results and conclusions - the product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed. The surgical technique guide was reviewed and found to contain adequate instructions regarding removal of pedicle screws and set screws/closure tops.

Event description:
It was reported that the tips of four drivers broke while removing screws that had been implanted for about 12 years. There was fusion present at the initial site which made the removal difficult. Subsequently, the last screw could not be removed. This is report five of five for this event.